Event description:
It was reported by the sales rep that a black substance was coming from the handpiece. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The saw involved in the reported event was evaluated. During the eval, the tech noted corrosion on the head assembly, link and front bearing. The primary failure of this device is most likely water mixing with (B) (4) and existing corrosion, creating black debris. The handpiece has been repaired and returned to the customer.